Event description:
Per complaint form: the zenith iliac branch device was advanced and deployed smoothly over a luderquest wire. The en snare was used to capture the up-and-over exchange length super stiff glide wire. A 12fr ansel sheath was advanced from the right. Iliac artery, up and over the aortic bifurcation into the zbis origin of the internal iliac. The 10x60 connectsx stent was advanced thru the side puncture on the 12f ansel sheath and deployed according to the IFU. An 8x4cm ultrathin angioplasty balloon was advanced to post dilate the zbis and connectsx junction. The 10x40 connect sx stent was advanced distal to the 10x60 due to a slight endoleak. The zenith aaa main body was advanced over a lunderquist wire and deployed below the lowest renal artery according to the IFU. The top cap of the zenith main body would not deploy (1820334-2012-00240). Multiple attempts were made to release the suprarenal stent according to IFU. The contralateral gate was cannulated and a coda balloon advanced above the mb graft bifurcation. The mb was completely deployed with both trigger wires removed, the grey positioner was advanced. The coda balloon was inflated to anchor the mb graft as the grey positioner and inner metal cannula advanced which released the suprarenal stent. The bridging stent and ipsilateral limb grafts were deployed according to the IFU. The coda balloon was advanced and all junction points ballooned. Angiography showed that the mb graft was deployed slightly lower than the desired seal zone and the bridging stent slightly shorter than the desired overlap. The renu extension was advanced and deployed according to the IFU below the lowest renal artery. The spiral z leg graft was advanced and deployed smoothly as a bridging stent between the mb graft and zbis graft. The coda balloon was advanced and all junction points ballooned. Final angiography showed good graft positioning, type 1b endoleak (1820334-2012-00245) (distal left internal iliac artery) and good flow to the renal and external iliac arteries. Patient current status is unknown at this time as not provided by reporter.

Manufacturer narrative:
(B)(4) patient outcome was not provided by reporter. (B)(4) difficult removal of top cap is addressed in the IFU. Event evaluation: still under investigation.